Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a skin breakdown resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.